Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incisional prepubic hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was dissected, and a piece of ventralex mesh (device #1) was inserted into the abdominal cavity and secured using sutures.¿ (B)(6) 2010 - patient was diagnosed with incarcerated strangulated ventral incisional prepubic hernia and small bowel obstruction thereby underwent repair with mesh explant. Per operative notes, ¿dissected the hernia sac and there was ascitic fluid in abdominal cavity. The small bowel had protruded through this area. The previous ventralex mesh (device #1) was dissected out and the incorporated synthetic mesh was left in place. A synthetic mesh was then sutured circumferentially. (B)(6) 2011 - patient underwent exploratory laparotomy, closure of abdominal wound, exploration of scar and myomectomy. (B)(6) 2012 - patient underwent complex ventral hernia repair with removal of wadded up and protruding synthetic mesh. (B)(6) 2018 - patient was diagnosed with symptomatic complex ventral incisional hernia thereby underwent open repair with implant of ventralight st mesh (device #2). Per operative notes, ¿there were multiple defects, one by the umbilicus and several others had combination of small intestine and colon within sacs. A large fascial defect right above symphysis pubis. The hernia sacs were excised and a ventralight st mesh (device #2) was secured to undersurface of abdominal wall using sutures.¿ (B)(6) 2018 - patient was diagnosed with draining subcutaneous lower midline wound thereby underwent exploration and placed wound vac. Per operative notes, ¿the draining sinus opening was getting into complex subcutaneous wound. This all-above fascial level. There was no infected fluid it was more consistent with fatty necrosis. Very small amount of suture material was removed. A larger subcutaneous seroma in left vulva area was aspirated through open wound."" Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, mesh shrinkage, pain, hernia recurrence, protruding mesh and balled mesh.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the patient ID. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of ventralight st mesh, patient was diagnosed with seroma, purulent drainage and necrosis thereby underwent repair. The instructions-for-use supplied with the device list seroma as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh (device #2). Additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.